Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device was observed to be tilted and separated from the tubing. The device was found to have deep traces of knife impressions with a completely severed cut ring. The device was subjected to a measured anvil retention test with an acceptable result. Since the received device was observed to be damaged, a pmv representative instrument was used for cycling. The device was applied over the appropriate test media producing acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument is subjected to excessive tension. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. The information for use booklet warns the user that when opening the stapler , prior to removal, not to turn the twist knob more than two full turns, as this may allow the anvil assembly to separate from the instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis of esophagus-gastric tube in a laparoscopic video-assisted thoracoscopic esophagectomy procedure, the anvil of the device disengaged. Another device was used to complete the case. There was no patient injury.